Event description:
It was reported that the patient passed away. The cause of death was persistent candida parapsilosis fungemia with left ventricular assist device -itis (lvaditis) complicated with intracranial mycotic aneurysms. Pulseless electrical activity (pea) collapse, complicated by poor glasgow coma scale (gcs) from hypoxic ischemic encephalopathy and new bilateral parietal and occipital lobe infarcts on computed tomography (CT) and proceeded to withdraw life support. They had sepsis attributed to the device and noted ischemic cardiomyopathy. The outcome was not considered device or therapy related, and the device operated as expected. The pump was not explanted.

Manufacturer narrative:
Section h6: due to system limitations, the following could not be included in health effect: clinical code: 1708: aneurysm. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, sepsis, infection, and stroke. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.